Manufacturer narrative:
(B)(4).

Event description:
It was reported that during the implant procedure, when the device was interrogated the connection between antenna and device was interrupted after a while. The device was replaced. Patient was not involved.

Manufacturer narrative:
No conclusion code available; the reported field event of a communication anomaly via rf telemetry was confirmed in the laboratory. Upon receipt, the rf telemetry was nonfunctional. Rf telemetry functionality was regained after a master reset command. The cause of loss of rf telemetry in the field was a lock out due to anomalous state machine states.